Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an unspecified call service alarm; the patient was unable to confirm the alarm in the pump history during the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the pump history was unable to be downloaded during the investigation. The pump was examined and observed moisture in the display lens. The pump had no audible tones and no vibration present. The pump display screen failed to progress to the verify screen. Moisture damage was observed inside the pump. The allegation of the call service alarm was unable to be adequately investigated due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.